Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. While suturing a blood vessel, the suture broke. The doctor opines that the suture broke especially when tightening up the suture. The procedure was completed successfully and there was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Conclusion: un-dispensed suture was returned for evaluation. The suture was intact, undamaged, and free from any defects. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.